Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to close clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected. There was not an open clamp on an unused line. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) advised the caregiver (cg) that air had entered the setup. The tsr had the cg close all of the clamps and recycle the power to the hc. The hc alarmed with a system error 2367. The cg was advised to start over with new supplies or to use manual supplies to complete therapy. The cg recycled the power again. The cg was advised to inform the peritoneal dialysis registered nurse (pdrn) of the alarm. The cg would use manual supplies to complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.